Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (1300 mcg/day) at unknown concentration via an implantable infusion pump for the treatment of intractable spasticity. It was reported that the patient's pump had a 6 ml discrepancy between expected and aspirated volumes during last refill. No worsening of symptom was reported. There was no environmental/external/patient factors that may have led or contributed to the issue. If any surgical intervention was planned was asked but unknown. The issue was not resolved and patient status was alive with no injury at the time of this report. Event date was (B)(6) 2018. No further complication was reported.